Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of pins stuck in the atrial port however it was noted that the upper case and the output connector assembly were broken, the display wires were pinched but the insulation was not compromised, the encoder switch assembly and one knob were contaminated and the device needed the updated battery shorting bar design. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had pins stuck in the atrial port. The generator was returned to service. There was no patient involvement.